Event description:
It was reported that the patient experienced discomfort in his penis and scrotum with this inflatable penile prosthesis (ipp) due to auto inflation issues. The patient stated that he deflated the device and it would immediately inflate again. A surgical procedure was performed during which all components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No leaks and no visual damage were identified; however, during functionally examination, the pump did not pass the activation test. Both cylinders were visually inspected, and leak tested. Visual inspection revealed that cylinder 1 had wear at a fold in the proximal end of its body. In addition, a hole in the middle end of the cylinder was identified, as a consequence of a sharp instrument. Visual inspection of cylinder 2 noted that the component had wear at a fold in the distal and middle part of its body. Additionally, cylinder 2 had a hole at corner of a fold in the middle and proximal end of its body. The reservoir was visually inspected and tested for leaks. During visual inspection, a hole from fatigue by the input tube at the adapter junction was identified. The reservoir did not pass the leak test. The reported patient symptom of discomfort is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the pump not passing the functionally test could have caused or contributed to the reported clinical observation of auto inflation issues; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort in his penis and scrotum with this inflatable penile prosthesis (ipp) due to auto inflation issues. The patient stated that he deflated the device and it immediately inflate again. A surgical procedure was performed during which all components were removed and replaced. No additional patient complications were reported.